Event description:
It was reported that the customer was in the hospital due to diabetic ketoacidosis, pain, staph, toxic shock and fever. The reported blood glucose reading at the time of the call was 397 mg/dl. The caller stated that the customer's feet went numb a week before, and then it spread all over his body. Troubleshooting was not possible as the phone call was disconnected. Unable to call the customer back as the mother was calling from the hospital and the phone number was not given. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.